Event description:
The surgeon reported that during two separate da vinci-assisted surgical procedures approximately 7-8 months ago, a staple line bleed occurred. The procedures were either a hemicolectomy or a small bowel resection. Due to the staple line bleeds the patients required a return to the operating room for a subsequent procedure to address the bleeding. The surgeon attributes the events to inaccurately selecting the appropriate reload for the targeted tissue. A sureform 60 blue reload was used during both events, and the surgeon believes he should have used a white reload. The surgeon could not provide any further specific information regarding the two events. Both patients recovered well.

Manufacturer narrative:
The surgeon attributes the events to reload size selection. There was insufficient information to perform a site history review for the procedure; therefore, no system or instrument logs are available for evaluation. This medwatch report (MFR report number 2955842-2024-10944 ) represents one of the reported sureform 60 blue reload events. A separate medwatch report (MFR report number 2955842-2024-10945) was submitted for the other reported event.